Event description:
It was reported that a tasp fractured during removal. There is no additional information available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Component codes: mechanical (g04) - provisional top. No product was returned; visual and dimensional evaluations could not be performed. Photograph provided confirmed that device is fractured. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.